Event description:
It was reported that the patient presented in the clinic with dizziness. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high capture thresholds, and dislodgement. The dislodgement was verified by chest x-ray. The rv was explanted and replaced. The patient was stable throughout.